Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.5x15mm trek rx balloon dilatation catheter broke into two separate pieces during preparation. The device was not used. Another balloon was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the device was inadvertently mishandled during preparation, such that the bdc became kinked and upon further manipulation the bdc ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.